Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan otr, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed partial separations, within abrasion, noted on the inlet tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was also noted on both exhaust tubes of the pump. Microscopic examination of the detachment end of one exhaust tube and detachment through the strain relief of cylinder 1 revealed the surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with any of the components received. Based on recreation of the pump tube position according to the abrasion pattern, this demonstrates that both the exhaust and inlet tubes were overlapping each other while in-vivo. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the exhaust tube/cylinder 1 strain relief. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, prosthesis does not inflate, pump locked.